Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used on an unknown date, and ¿it was reported that the as-ifs1 shutdown issues occurred during robot-assisted gynecological surgery. The surgeon restarted as-ifs1 abd continued surgery. With the da vinci forceps in place, the pneumoperitoneum stopped and the abdominal wall collapsed, but the da vinci arm was used to lift the patient, and there was no tissue damage to the patient.". The procedure was completed without the use of an alternate device. There was no report of injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed, and no data was found. A two-year review of complaint history revealed there has been a total of 37 reports, regarding 37 devices, for this device family and failure mode. During this same time frame 1,324,464 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00003. Per the instructions for use, the user is advised that when working in the airseal mode, it is possible that body fluids can be extracted from the surgical field over the evacuation line and into the filter housing. In order to prevent contamination of the device, bodily fluid is retained by the fluid trap of the housing component. The capacity of the fluid trap is limited. A warning message and an audible signal will be emitted if the fill level low is reached. Cannula and tubing placement should be checked to make sure no more fluid enters the filter. At this point, change the filtered tube set. Insufflation can be continued with full functionality. If fluid level high is reached, the airseal function will shut down. Insert obturator in airseal cannula to maintain pressure with normal insufflation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used on an unknown date, and ¿it was reported that the as-ifs1 shutdown issues occurred during robot-assisted gynecological surgery. The surgeon restarted as-ifs1 abd continued surgery. With the da vinci forceps in place, the pneumoperitoneum stopped and the abdominal wall collapsed, but the da vinci arm was used to lift the patient, and there was no tissue damage to the patient.". The procedure was completed without the use of an alternate device. There was no report of injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.